Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of bent cannula on (B)(6) 2025 resulting in high bloog glucose (500-600 mg/dl) and subsequent hospitalization. Patient also had moderate ketones. High blood glucose was addressed using intravenous fluids of saline and insulin. Patient was discharged on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008363, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008363 was manufactured according to the work instruction (wi) version 115 and manufactured in the line l-7 on 27-jul-2024, with a total of (B)(4) units. An non-conformance (nc) for sterilization parametric reports was performed for the sterilization process. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc was raised during the process unrelated to the malfunction reported, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.